Manufacturer narrative:
The reported issue was confirmed. As received, the octrode lead had a kink in the lead body where all the internal wires were broken. This would have contributed to the patient¿s ineffective therapy. There was also a cam impression from the swift-lock anchor. As the invalid impedances were observed prior to the revision, the fracture is consistent with overstress the lead was subjected to the while in vivo.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31436. It was reported the patient experienced ineffective therapy due to high impedances. As a result, the physician explanted the patient¿s both leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.